Event description:
During patient treatment the 3100a mean airway pressure dropped to zero and the oscillator stopped with alarms activated. The operator was unable to repressurize. The patient was placed on another ventilator.